Event description:
It was reported that the customer experienced high blood glucose readings of 600 mg/dl. Customer stated that they were having issues with insulin delivery and reoccurring no delivery alarms. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection.